Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement was not confirmed via returned device analysis. The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported clip opening while establishing final arm angle (efaa) appears to be due to user error. It should be noted that the mitraclip g4 system instructions for use states in the ¿warning: do not retract the lock lever forcefully. It may result in the inability to lock or unlocked the clip. In this case, it was reported that the user might have pulled the lock lever passed the blue line after the clip was locked which would have resulted in the reported unintended movement. The reported improper or incorrect procedure or method appears to be related to the user errors as they might have pulled the lock lever passed the blue line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was successfully positioned reducing mr to mild. However, at deployment the clip failed to establish final arm angle (efaa) twice. The clip was removed and not deployed. Another cds was used to complete the procedure. One clip was implanted, reducing mr to 1. The physician commented that he might have pulled the lock lever passed the blue line; therefore, additional training on the lock mechanism and the importance of following the instructions of the device manipulations was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).